Manufacturer narrative:
The logfiles review shows that all treatments were completed to 100% and all laser system functions were within specifications at this day. The system history shows that the laser was verified successfully prior to and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
An optometrist reported a patient that presented with blurry vision at near in both eyes approximately three years post lasik. The patient was noted to have a topography that showed possible ectasia. The patient will obtain a second opinion from a corneal specialist to determine treatment and confirm diagnosis. There are two medical device reports associated with this event. This report is for the right eye. Additional information provided states that the patient has not been seen in follow up and has not scheduled a follow up appointment with the optometrist.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No root cause has been identified based on the currently available details. The manufacturer internal reference number is: (B)(4).